Manufacturer narrative:
Adverse event assessment: the ae assessor spoke with the long term vg-40 user's daughter. The patient has a history of a stroke which left her with expressive aphasia, as well as heart surgery and blood clots to the lungs secondary to the covid vaccine. The daughter states that the patient had been 'ill for about a month.' She had symptoms such as 'swelling, not speaking, eyes rolled back, sweating.' The patient was between cgms so there were no actual glucose readings. The daughter states 'the devices were filled correctly and placed correctly.' The patient wears them on her upper arm. She does not recall the type of insulin used in the device, but states 'she has been using it for a long time with no issues.' The patient gives 8 to 10 bolus clicks a day, depending on what she is eating. The daughter states she 'finally looked at the device and noticed that the device was empty after approximately one to two hours after placement.' Prior to this, they had taken the patient to her pcp and to urgent care. She stated that 'the urgent care staff told her they needed to take better care of her glucose, but she 'wasn't told any glucose results or what her hba1c was'. She stated, 'the patient was placed on several courses of antibiotics in case she had an infection.' When the patient appeared to have hypoglycemic episodes, the daughter gave her juice and crackers, and the patient returned to her normal state. Because of the lack of actual glucose readings, it appears the patient did have hypoglycemia as evidenced by her symptoms improving after being given juice and other carbohydrates. This would be consistent with hypoglycemia. The daughter reported a recent glucose reading which was 56. The caretakers could benefit with refresher education regarding the importance of testing glucose levels. The daughter has only one device to return for collection. These are serious adverse events possibly related to the device.

Event description:
The daughter of a v-go patient called to report that her mother had a low blood glucose reading a few times, noting that she put the v-go 40 on her mother during the night while she sleeps. The reporter stated that she realized the insulin had been dispensing faster than 24 hours, stating that the devices had been filled properly, but a few hours later there was no insulin in the patch. It was reported that one of the v-go devices in question was available for return, but it has not yet been returned.